Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the colonovideoscope tested positive for an unexpected contamination. The issue was found during a routine culture of the scope. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the review of the results of third-party testing, the device evaluation and the complaint investigation. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2025 sampling from: air/ water channel cfu: 6 cfu bacterial identification: micrococci, staphylococcus capitis. Sampling from: auxiliary channel cfu: 1 cfu bacterial identification: filamentous fungi. Sampling from: instrument channel cfu: 12 cfu bacterial identification: filamentous fungi, staphylococcus condimenti. Sampling from: suction channel cfu: 54 cfu bacterial identification: cellulosimicrobium sp. Sampling date: (B)(6) 2025 sampling from: air/ water channel cfu: 5 cfu bacterial identification: staphylococcus haemolyticus, dermacoccus nishinomiyaensis. Sampling from: auxiliary channel, instrument channel cfu: <1 cfu bacterial identification: n/a. Sampling from: suction channel cfu: 42 cfu bacterial identification: cellulosimicrobium sp. Sampling date: (B)(6) 2025 sampling from: air/ water channel cfu: 6 cfu bacterial identification: corynebacterium callunae; psychrobacter maritimus. Sampling from: auxiliary channel cfu: <1 cfu bacterial identification: n/a. Sampling from: instrument channel cfu: 1 cfu bacterial identification: bacillus species. Sampling from: suction channel cfu: <1 cfu bacterial identification: n/a. The device was evaluated where additional potential adverse events were confirmed as foreign material was found in the following device components: suction cylinder, air/water cylinder, channel tube, air/water tube and jet tube. Based on the results of the investigation, olympus confirmed foreign material was present within the device, but the type of the material cannot be identified however, it is likely the following led to the malfunction: the foreign material was possibly not removed completely if the reprocessing steps were not conducted properly. Olympus will continue to monitor field performance for this device.

Event description:
No new additional information was provided by the customer.